Event description:
The customer reported a ma sensor error. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was evaluated and a generator calibration was performed. The system was tested and found to be working as intended and returned to service.